Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not shock as expected while in use with a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was evaluated by stryker and the reported issue was able to be verified and duplicated. Review of the software logs confirms the device detected a shockable rhythm and then removed charge after not registering a shock button press. The product inspection confirmed the shock button is unresponsive. The root cause was traced to the user as the device was exposed to a source of force/tampering. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not shock as expected while in use with a patient. This issue is patient related; however there was no adverse event reported.